Event description:
It was reported that the patients ipg had reached of service life and no longer holding a charge. The patients ipg was replaced and the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.